Event description:
It was reported that during a retrograde intrarenal surgery (rirs) after 10 to 15 seconds of use, the fiber body got broken from the connecting end while doing the procedure. No fiber fragments fall inside the patient. Another fiber was used to complete the procedure. There was no patient complication.